Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-04162. It was reported the pt had pocket heating at the ipg site while charging with a replacement charging system. The sjm rep met with the pt and requested for a charging system to be sent to pt for the charger swap program.

Manufacturer narrative:
Correction/removal reporting #s: 1627487-07262012-002-r and 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.